Event description:
Patient was at home and developed low flow vad alarms (heartware lvad) and paged the vad coordinator on call. Patient was instructed to go to the ed of her local hospital for evaluation and possible transport to our facility. Patient was stable, but low flow alarms were continuous at local hospital and patient was transported to our facility via med flight to evaluate for pump thrombus. At our facility, patient was alert and stable with preserved cardiac output. Low flow alarms continued and labs consistent with hemolysis, but no obvious inflow or outflow obstruction seen on CT or fluoroscopy. Plan was made for lvad explant given concern for vad thrombus. Op note indicated a near obstructing organized thrombus in the inflow cannula, which was suctioned. The day after surgery patient had a stroke with internal carotid artery (ica) obstruction seen on CT. Thrombus is a known complication of vad support and patient was managed with aspirin and warfarin and had been compliant with meds. Manufacturer response : medtronic heartware pump & controller returned to medtronic returned goods via ups. Medtronic notified about low flow alarms.